Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 silicone either burned or tore off the shaft during procedure. No pieces fell into patient. Harvester had to perform an open harvest because there wasn't another kit or extension cable in the department. Harvester noted, "while harvesting vein, the cautery cord was contaminated, the light cord was damaged, and the camera kept losing focus when the device was turned to accommodate need. I asked the nurse in the room to please go to the cvor and get me an evh cord set from their instrument room and a evh kit (disposable hemopro 2). The nurse returned with just the evh cord set even after speaking through vocera to cvor staff about needing both. I hooked up new cords and camera and continued to try to harvest vein with first kit. The cautery device continued to not work properly. I then took the device out of the unit to clean the tips only to discover black coating on the device looked melted or gone. I then again sent someone to retrieve a second disposable kit from the stair cvor. The cvor nurse told the person they were coming to evaluate what I really needed and brought a new cautery cord but not kit...[nurse] needed to go back to cvor to get the disposable kit so I could continue. [Supervising doctor] then had me finish the vein harvest in the open method due to length of time while waiting and trying to fix device and equipment malfunctions. There are approximately 40 minutes between event 1 and 2." This was considered a non-emergent vascular surgery case which took place on a different floor than the cvor. There was no patient harm. Related to tw (B)(4).

Manufacturer narrative:
Trackwise # (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 silicone either burned or tore off the shaft during procedure. No pieces fell into patient. Harvester had to perform an open harvest because there wasn't another kit or extension cable in the department. There was no procedural delay. There was no patient harm. Related to tw (B)(4).

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Initial reporter due to character limitations amy trumpower-reder

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/29/2024. An investigation was conducted on 05/9/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood. There were no visual defects observed on the intact harvesting device jaws or heater wire. The black sheath of the shaft was observed to be peeled in two (02) places closest to the base of the jaws as well as the the midpoint of the top shaft, exposing the metal inside the shaft. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000364511 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation with the batch manufacturing process.